Event description:
It was reported that the preventive maintenance was required but also the customer reported alarm 79 (non-recoverable system error). The water temperature did not increase above 23 degrees. Per review of wo on 10dec2024, there was no patient involvement. No patient identifiers available.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a faulty heater. The device was evaluated, and the reported issue was confirmed as the water did not increase above 23 degrees. Replaced heater. After doing the preventive maintenance, the device works correctly. The device passes the calibration correctly. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the preventive maintenance was required but also the customer reported alarm 79 (non-recoverable system error). The water temperature did not increase above 23 degrees. Per review of wo on (B)(6) 2024, there was no patient involvement. No patient identifiers available.